Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v712405, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins was dysfunctional. Ins and lead were removed from the patient. The patient lost an estimated 5ml of blood during the procedure. They were transferred to the recovery room and were in good condition. No further device issue alleged/identified. No further patient symptoms or complications were reported.